Event description:
The customer reported that the device issued a ¿speaker malfunct.¿ inop. It is unknown if the device was used for monitoring at the time of the alleged malfunction. No death or patient /user injury or harm was reported.